Event description:
It was reported that the patient presented to the hospital. The pulse generator exhibited backup vvi operation and could not be interrogated. The device was explanted and replaced on (B)(6) 2013.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: analysis found normal device characteristics